Event description:
Sensor board failure was reported. It was unknown if there was any patient contact, injury or delay in surgery. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 07/21/2016. The investigation included: methods: -evaluation of actual device -review of device history records. -review of complaint history. Results: evaluation of device: the investigation duplicated the error message e2041 and identified the sensor board required to be replaced. No non-conformance reports were raised during the manufacturing process for this monitor. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history: (B)(4) reported there is no service history for cam02 monitor serial number (B)(4). A review of cam02 monitor customer complaints was completed in trackwise using the following key word ¿e2041¿ in the search criteria. In addition complaints opened for similar eprom failures were reviewed for trending. The review encompassed from dates 09-jun-15 to 20-jul-16. A total of 125 complaints were reviewed of which 6 complaints contained the search criteria. A review and analysis of the complaint reports was completed and is documented to ascertain if the complaint root cause analysis identified is related per this complaint. The review verified all the complaints are associated to the eprom data conversion failure identified in this complaint evaluation root cause. The root cause of the error code e2041 was verified as an icp firmware: micro eprom checksum failure. A corrective action for eprom failures was implemented through CAPA . The cam02 monitor complaint for this complaint serial number (B)(4) is pre CAPA implementation. The CAPA implemented a brown out detection on the atmel microcontroller was enabled to prevent eprom corruption. A review of the CAPA activities concluded no further actions are deemed necessary.